Event description:
As reported, when opening the package of this fogarty embolectomy catheter, the balloon was found punctured. Finally, the procedure was completed successfully with a minor size device. There was no allegation of patient injury. The catheter was received for evaluation, and the balloon latex appeared deteriorated and torn in the distal area and tip. Multiple cracks and tears were evident on the balloon latex. Balloon latex tip was missing and not returned

Manufacturer narrative:
The fogarty embolectomy catheter was received by the product evaluation laboratory for a full examination. The report of balloon issue was confirmed. The balloon latex appeared deteriorated and torn in the distal area and tip. Multiple cracks and tears were evident on the balloon latex. Balloon latex tip was missing and not returned. Both balloon windings were intact. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue has been implemented. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Another catheter opened during the same procedure presented the same issue. The second catheter is being reported under another medwatch report. Patient identifier (a1) for both cases: 2024-18581. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.